Event description:
The device was used during a laparoscopic sigma resection procedure. Reportedly, the cartridge disengaged. The surgeon converted to a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.